Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported events involved a large automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. For two of the events, a field representative went onsite to evaluate the device and did not identify a specific root cause. Four of the events occurred outside of the united states and information regarding a field representative visit was not provided. Further investigation by the manufacturer did not identify a specific root cause for the events. No systemic issue with the device was identified during the investigation of these events.

Event description:
This report summarizes <noe>6</noe> malfunction events where erroneous results were generated by the cobas integra 400 plus. For the first event there was an erroneous result for glucose hk gen.3 for one patient. This patient was a (B)(6) year old male. The patient's weight was requested, but was not provided. For the second event there were two erroneous results for glucose hk gen 2 and one erroneous result for cholesterol for a total of three patients. One patient was female, the other patients' genders were requested, but were not provided. The patients' ages and weights were requested, but were not provided. For the third event, there was an erroneous result for calcium gen.2 for one patient. The patient's age, weight, and gender were requested, but were not provided. For the fourth event, there was an erroneous result for creatinine plus ver.2 for one patient. The patient's age, weight, and gender were requested, but were not provided. For the fifth event, there was an erroneous result for glucose hk gen.3 for one female patient. The patient's age and weight were requested, but were not provided. For the sixth event, there were erroneous results for ion selective electrode (ise) sodium, ion selective electrode (ise) potassium, and ion selective electrode (ise) chloride for one patient. The patient's age, weight, and gender were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.